Manufacturer narrative:
H10: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no.1643264-2023-00016. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during the inspection, the motor drive unit was overheating. No case was reported; therefore, there was no patient involvement. Further details are not available.